Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13h17044 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unknown date during hospitalization, the patient was started on vancomycin (dose, route and frequency unknown). On an unknown date during hospitalization, following culture results positive for candida unknown, the patient was started on diflucan (dose, route and frequency unknown) and vancomycin was discontinued. Two days after admission, pd therapy was discontinued and hemodialysis was started. The cause of the peritonitis was unknown. The patient died eight days after admission to the hospital. The cause of death was reported as cardiac related. It was unknown if the patient recovered from peritonitis prior to death. It was unknown if an autopsy was performed. No additional information is available.